Event description:
Info received indicates the technician could not get a good ground reading while performing preventive maintenance.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.